Event description:
The customer reported that patients treated for laser vision correction on the same surgery day presented with dlk (diffuse lamellar keratitis) at the post-op examination. The number of patients with dlk was not provided however they reported 2 eyes with 2+ dlk and 5 eyes with trace dlk. One patient was diagnosed with 3+ dlk and patients in for enhancement presented with 2+ dlk and trace dlk. The clinic indicated that all their cases of dlk have resolved.

Manufacturer narrative:
The clinic does not suspect that the equipment is the cause of their dlk. The clinic has been experiencing a cluster of dlk cases and the amo clinical development manager is assisting them with their investigation. The clinic plans on installing (B)(6) filters in the future. All pertinent information available to amo has been submitted.